Event description:
The product was used during a "vats" biopsy procedure. Reportedly, the jaw did not close completely. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
03/04/1999- supplemental report # 1 sent to FDA.